Manufacturer narrative:
A ge service representative preformed an onsite investigation and recalibrated the collimator using internal software. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a collimator iris potentiometer error message. No patient injury was reported.